Event description:
During prolonged use, the laser tends to turn off, a problem that frequently occurs during surgical procedures, particularly those involving stone removal. On these occasions, the nurse who touches the display receives a slight electric shock. This incident has happened between five and ten times. When it occurs, the display turns black, but the laser remains on. The staff then turns off the laser by pressing the off button and turning the key. After this, they turn the laser back on according to the specified procedure, and the device resumes functioning correctly.

Manufacturer narrative:
The manufacturer is in contact with the customer to obtain more information about the incident. The return of the laser unit to quanta system has been requested so that an investigation can be carried out to understand the cause of the unit's malfunction.

Manufacturer narrative:
Following the notification of this complaint, the manufacturer requested the return of the device to conduct technical investigations into the described problem. Various tests were performed on the device, but we could not replicate the reported issue. The device fully complies with the defined operating parameters, as confirmed by the attached report. Additionally, there have been no updates indicating any worsening of the health conditions of the operators, nor any need for additional procedures to recover vital functions. Therefore, we do not consider this complaint to meet the requirements for reportability. Since we do not have any electrical system verification tests of the reporter's facility, at the conclusion of the technical investigation report. It was recommeded to check the main line and its grounding at the installation site and to repeat the safety test.

Event description:
During prolonged use, the laser tends to turn off, a problem that frequently occurs during surgical procedures, particularly those involving stone removal. On these occasions, the nurse who touches the display receives a slight electric shock. This incident has happened between five and ten times. When it occurs, the display turns black, but the laser remains on. The staff then turns off the laser by pressing the off button and turning the key. After this, they turn the laser back on according to the specified procedure, and the device resumes functioning correctly.